Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurring alert 65 alarms (audio over under current) on the ilet. The patient had restarted the device multiple times, but the alert reappeared each time. A replacement device was provided. No blood glucose impact, symptoms, or medical intervention were reported.